Manufacturer narrative:
Internal complaint reference case- (B)(4). Additional information in b5. H11: corrected information in h6 (health effect - impact code),

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360's t was pulled out when the suture was tightened. Both ts were removed from the patient using tweezers. The procedure was completed with a starsportmed device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: upon review of the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. According to information received, it was confirmed that both t implants were inserted but would not stay anchored and slipped out of the meniscus. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H11: corrected information in b5.

Event description:
It was reported that during a meniscus repair surgery, both t implants of one (1) fast-fix 360 device were pulled out from the meniscus when the suture was tightened. Both ts were removed using tweezers. The procedure was completed using a starsportmed competitor device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate use or handling of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360's t was pulled out when the suture was tightened. The procedure was completed with a competitor device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).